Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary intervention to remove and replaced the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. The lens was later exchanged for a same size, different power, toric lens and the problem was resolved. The cause of the event is unknown.